Event description:
The company received a report that the tube had been in use for one week and the cuff developed a leak and would not hold air. The caller reported that cuff would not inflate during pretesting. No other information surrounding circumstances of this report were provided.